Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/11/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. Both the connector ends were observed to be intact. The cord was observed to have an area of the cord where the black covering was peeled and detached from the cord, exposing the inner white contents of the cord. No other visual defects were observed. An investigation was conducted on 05/23/2023. Signs of clinical use and no evidence of blood was observed. Both the connector ends were observed to be intact. The cord was observed to have an area of the cord where the black covering was peeled and detached from the cord, exposing the inner white contents of the cord. No other visual defects were observed. Based on the returned condition of the device, the photographic evaluation as well as the evaluation results, the reported failure "break; cord" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the lot # 02208162. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
Related to (B)(4). The hospital reported after the first sterilization of the hemopro2 extension cable, the black outer layer of the power cord appeared to be melted off, exposing the white inner layer. The customer was given the hemopro 2 power cord sterilization instructions to follow. The process was hand wash, (enzyme .1 case medical) then it dried up. Packaged. (Wipak medical steriking tyvek 71/2¿ x 13¿) sterilized using sterrad nx 100s. (Standard cycle) the device was new, never use before. No patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.